Event description:
Two faulty biopsy systems. Products are by carefusion - coaxial temno evolution 18gx11cm, ref# ctt1811. Problem noted is that operator was unable to remove needle guide from it's introducer. A.c.t., 18gx15cm, ref# act1815. Problem noted was that the biopsy needle was bent in its packaging.